Event description:
The user facility reported that a distal portion of a glidewire advantage sheared off during a heart catheterization procedure. Follow-up communication from the user facility confirmed: the patient presented with a "very calcified" common femoral artery access site; the attending physician successfully obtained access using a 18g access needle; the device was navigated to the aortic arch anatomy and a diagnostic catheter was advanced over the guidewire to complete the heart catheterization; during the procedure it was noted that a portion of the device sheared off and advanced into the distal circumflex artery; the physician was able to retrieve the wire segment using a snare device; the procedure was completed successfully; and (8) the patient's condition was reported as stable.

Manufacturer narrative:
(B)(4). The involved device was returned & evaluated by qa at the manufacturing facility. Examination confirmed: (1) the urethane coating had been sheared off on approximately 130mm-250mm from the distal end of the shaft; (2) the ptfe coating had been sheared off on approximately 275mm - 300mm from the distal end of the shaft; and (3) magnifying inspection of the sheared segment of the urethane coating found that the edge of the sheared material was smooth indicating contact with a sharp surface. Examination and testing of undamaged sections of the wire confirmed there were no indications of malfunction or pre-existing defect. Inspection and testing of the retention sample found no defects or anomalies and confirmed that product performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a pre-existing device defect. The event description and appearance of the return sample are consistent with damage to the polyurethane coating due to manipulation of the glidewire against a hard, sharp surface (most likely the bevel of the access needle through which the guidewire was reportedly used). The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use with statements such as the following: (1) "do not manipulate or withdraw the glidewire advantage through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; (2) "do not use the glidewire advantage with devices which contain metal part such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire advantage plastic coating to shear and/or sever the wire"; and (3) "do not use a metal torque device with the glidewire advantage. Use of a metal torque device may result in damage to the glidewire advantage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00005 to provide the results of the evaluation of the returned sample.

Manufacturer narrative:
(B)(4). A snare device was required to be used to retrieve the detached material but no code available. The involved device has not yet been received for evaluation. Therefore, the failure investigation was based on assessment of user facility information, a retention sample from the reported lot and quality records. Inspection and testing of the retention sample found no defects or anomalies and confirmed that product performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use with statements such as the following: "do not manipulate or withdraw the glidewire advantage through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; "do not use the glidewire advantage with devices which contain metal part such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire advantage plastic coating to shear and/or sever the wire"; and "do not use a metal torque device with the glidewire advantage. Use of a metal torque device may result in damage to the glidewire advantage." All currently available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).